Event description:
The customer reported that the lemo connector on the system has fallen down inside of the generator. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the lemo connector harness, tested system functions, system is operating as intended.